Event description:
Info received indicates the caster is not holding when in brake. The caster continues to swivel.

Manufacturer narrative:
The tech isolated the issue to a worn caster. He replaced the caster to repair the bed.